Manufacturer narrative:
During functional testing of the returned autopulse platform (sn (B)(4)) on 10/15/2020, the zoll service personnel noticed seized brake gap and the brake gap was unable to be adjusted due to defective drive train, likely caused by a defective component. The drive train was replaced to address the observed issue. Upon visual inspection, noticed crack on the bottom enclosure, broken parts on the top cover and front enclosure and bent battery lock. The observed physical damages were appeared to be the characteristics of harsh impact, likely due to mishandling such as drop. The damaged parts were replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without any fault or error and the archive data review showed no significant discrepancies. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During functional testing of the returned autopulse platform (sn (B)(4)) on (B)(6) 2020, the zoll service personnel noticed seized brake gap. No patient involvement.